Event description:
Caller reported that pump battery would not charge, and the pump screen remained dark. Blood glucose level was between 54-500 mg/dl. Technical support was unable to resolve the charging issue despite various troubleshooting steps, including trying different wall adapters and charging cables. As a result, technical support decided to replace the pump, and the caller was instructed to use a backup insulin pump in the meantime.